Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was with the tidal volume measurement and it did not affect the device ventilation in manual or mechanical mode. Therefore, there was no reportable malfunction.